Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report and real time data logs were evaluated. There were no abnormalities found in the real time data logs. The cause of the access site bleeding was not determined since product was not returned. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported an 89 year old female patient presenting for high risk percutaneous coronary intervention using the impella for hemodynamic support. After the procedure, post impella removal, an access site bleeding complication occurred. The perclose closure device suture snapped and manual pressure/femstop was applied. Upon follow up with the physician, it was revealed that the patient had expired as a result of the bleeding complication. The physician alleged the bleeding complication was related to the introducer, however, no further explanation could be provided.

Manufacturer narrative:
The impella device not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.